Manufacturer narrative:
Describe event or problem: corrected/ updated.

Event description:
Champion-af study it was reported that pericardial effusion and pericarditis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure aspirin (81mg) and apixaban (5mg) were administered. The patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 27.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 2 days post index procedure, the patient presented to the hospital with the complaint of substernal chest pain. Subsequently, electrocardiography revealed an abnormal finding. Later, the patient was shifted to the emergency room for further evaluation. On the same day, the patient was diagnosed with pericarditis. In response to the event, the patient was treated medically with colchicine. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, the patient presented with the compliant of shortness of breath, dizziness and tachycardia. In response to that, lab test was performed which revealed elevated d-dimer and pericardial effusion. At the time of reporting, patient was on aspirin and apixaban. It was further reported that the patient presented on (B)(6) 2021, not as previously reported as on (B)(6) 2021, although (B)(6) 2021 was the onset day of the symptoms. On the same day, the patient was hospitalized for further evaluation. The patient was diagnosed with a small pericardial effusion. In response to the event, pericardiocentesis was attempted however was aborted later to watch the effusion size instead of tapping it. It was noted that pericarditis from the index procedure led to a small pericardial effusion. On (B)(6) 2021, the patient was discharged, and outcome was considered to be unknown.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
Champion-af study. It was reported that pericardial effusion and pericarditis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure aspirin (81mg) and apixaban (5mg) were administered. The patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 27.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 2 days post index procedure, the patient presented to the hospital with the complaint of substernal chest pain. Subsequently, electrocardiography revealed an abnormal finding. Later, the patient was shifted to the emergency room for further evaluation. On the same day, the patient was diagnosed with pericarditis. In response to the event, the patient was treated medically with colchicine. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, the patient presented with the compliant of shortness of breath, dizziness and tachycardia. In response to that, lab test was performed which revealed elevated d-dimer and pericardial effusion. At the time of reporting, patient was on aspirin and apixaban. It was further reported that the patient presented on (B)(6) 2021, not as previously reported as on (B)(6) 2021, although (B)(6) 2021 was the onset day of the symptoms. On the same day, the patient was hospitalized for further evaluation. The patient was diagnosed with a small pericardial effusion. In response to the event, pericardiocentesis was attempted however was aborted later to watch the effusion size instead of tapping it. It was noted that pericarditis from the index procedure led to a small pericardial effusion. On (B)(6) 2021, the patient was discharged, and outcome was considered to be unknown. It was further reported that on 09-dec-2021, transthoracic echocardiogram (tte) revealed left ventricle and systolic function was normal and the estimated ejection fraction was 55-60%. Aortic valve noted with mild thickening and consistent with sclerosis. Pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest part adjacent to right atrium and features are not consistent with tamponade physiology. On the same day, pericardiocentesis was recommended. Subsequently, echocardiography was performed during procedure, which revealed small well-circumscribed pericardial effusion, agitated saline was noted in the pericardial space and there was no evidence of chamber collapse. During pericardiocentesis procedure, the micro puncture catheter was inserted, however unable to pass the wire and place pigtail catheter in the pericardial space. Later, the procedure was decided to abort and planned to watch the effusion instead of tapping it. No immediate complications were noted. On (B)(6) 2021, repeat echo revealed pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest adjacent to the right atrium (13mm measures 9 mm adjacent to the left ventricle) and features are not consistent with tamponade physiology. Left ventricle systolic function was normal, and the estimated ejection fraction was 55-60%. On (B)(6) 2021, the patient was discharged with stable condition and outcome was considered to be resolved with sequelae.

Event description:
(B)(6) study. It was reported that pericardial effusion and pericarditis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure aspirin (81mg) and apixaban (5mg) were administered. The patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 27.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 2 days post index procedure, the patient presented to the hospital with the complaint of substernal chest pain. Subsequently, electrocardiography revealed an abnormal finding. Later, the patient was shifted to the emergency room for further evaluation. On the same day, the patient was diagnosed with pericarditis. In response to the event, the patient was treated medically with colchicine. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, the patient presented with the compliant of shortness of breath, dizziness and tachycardia. In response to that, lab test was performed which revealed elevated d-dimer and pericardial effusion. At the time of reporting, patient was on aspirin and apixaban.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
Champion-af study. It was reported that pericardial effusion and pericarditis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure aspirin (81mg) and apixaban (5mg) were administered. The patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 27.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 2 days post index procedure, the patient presented to the hospital with the complaint of substernal chest pain. Subsequently, electrocardiography revealed an abnormal finding. Later, the patient was shifted to the emergency room for further evaluation. On the same day, the patient was diagnosed with pericarditis. In response to the event, the patient was treated medically with colchicine. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, the patient presented with the compliant of shortness of breath, dizziness and tachycardia. In response to that, lab test was performed which revealed elevated d-dimer and pericardial effusion. At the time of reporting, patient was on aspirin and apixaban. It was further reported that the patient presented on (B)(6) 2021, not as previously reported as on 08-dec-2021, although 08-dec-2021 was the onset day of the symptoms. On the same day, the patient was hospitalized for further evaluation. The patient was diagnosed with a small pericardial effusion. In response to the event, pericardiocentesis was attempted however was aborted later to watch the effusion size instead of tapping it. It was noted that pericarditis from the index procedure led to a small pericardial effusion. On (B)(6) 2021, the patient was discharged, and outcome was considered to be unknown. It was further reported that on (B)(6) 2021, transthoracic echocardiogram (tte) revealed left ventricle and systolic function was normal and the estimated ejection fraction was 55-60%. Aortic valve noted with mild thickening and consistent with sclerosis. Pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest part adjacent to right atrium and features are not consistent with tamponade physiology. On the same day, pericardiocentesis was recommended. Subsequently, echocardiography was performed during procedure, which revealed small well-circumscribed pericardial effusion, agitated saline was noted in the pericardial space and there was no evidence of chamber collapse. During pericardiocentesis procedure, the micro puncture catheter was inserted, however unable to pass the wire and place pigtail catheter in the pericardial space. Later, the procedure was decided to abort and planned to watch the effusion instead of tapping it. No immediate complications were noted. On (B)(6) 2021, repeat echo revealed pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest adjacent to the right atrium (13mm measures 9 mm adjacent to the left ventricle) and features are not consistent with tamponade physiology. Left ventricle systolic function was normal, and the estimated ejection fraction was 55-60%. On (B)(6) 2021, the patient was discharged with stable condition and outcome was considered to be resolved with sequelae. It was further reported that on (B)(6) 2021, the pericardial effusion was considered to be resolved with sequelae.

Event description:
Champion-af study it was reported that pericardial effusion and pericarditis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure aspirin (81mg) and apixaban (5mg) were administered. The patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 27.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 2 days post index procedure, the patient presented to the hospital with the complaint of substernal chest pain. Subsequently, electrocardiography revealed an abnormal finding. Later, the patient was shifted to the emergency room for further evaluation. On the same day, the patient was diagnosed with pericarditis. In response to the event, the patient was treated medically with colchicine. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, the patient presented with the compliant of shortness of breath, dizziness and tachycardia. In response to that, lab test was performed which revealed elevated d-dimer and pericardial effusion. At the time of reporting, patient was on aspirin and apixaban. It was further reported that the patient presented on 09-dec-2021, not as previously reported as on 08-dec-2021, although (B)(6) 2021 was the onset day of the symptoms. On the same day, the patient was hospitalized for further evaluation. The patient was diagnosed with a small pericardial effusion. In response to the event, pericardiocentesis was attempted however was aborted later to watch the effusion size instead of tapping it. It was noted that pericarditis from the index procedure led to a small pericardial effusion. On (B)(6) 2021, the patient was discharged, and outcome was considered to be unknown. It was further reported that on (B)(6) 2021, transthoracic echocardiogram (tte) revealed left ventricle and systolic function was normal and the estimated ejection fraction was 55-60%. Aortic valve noted with mild thickening and consistent with sclerosis. Pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest part adjacent to right atrium and features are not consistent with tamponade physiology. On the same day, pericardiocentesis was recommended. Subsequently, echocardiography was performed during procedure, which revealed small well-circumscribed pericardial effusion, agitated saline was noted in the pericardial space and there was no evidence of chamber collapse. During pericardiocentesis procedure, the micro puncture catheter was inserted, however unable to pass the wire and place pigtail catheter in the pericardial space. Later, the procedure was decided to abort and planned to watch the effusion instead of tapping it. No immediate complications were noted. On (B)(6) 2021, repeat echo revealed pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest adjacent to the right atrium (13mm measures 9 mm adjacent to the left ventricle) and features are not consistent with tamponade physiology. Left ventricle systolic function was normal, and the estimated ejection fraction was 55-60%. On (B)(6) 2021, the patient was discharged with stable condition and outcome was considered to be resolved with sequelae. It was further reported that on (B)(6) 2021, the pericardial effusion was considered to be resolved with sequelae. It was further reported that on (B)(6) 2022, 123 days post index procedure, the patient presented for protocol required 4-month laa-imaging and tee assessment revealed complete seal with pericardial effusion of 8 mm size and left ventricular ejection fraction of 55%. However, no atrial septal shunt, no thrombus on the atrial facing surface of the watchman flx and no thrombus in the left atrium were noted. On (B)(6) 2022, the pericardial effusion was considered to be resolved. The hospital site confirmed pericarditis from the study procedure led to the small pericardial effusion event. It was further reported that on (B)(6)2021, the patient visited cardiology office with compliant of midsternal chest pain from past 2 days associated with the shortness of breath. Also, the patient stated pain was constant with 10/10 intensity which began radiating to left arm and denied other symptoms. Subsequently, consulted with cardiologist and electrocardiography was performed which revealed high lateral st-elevation myocardial infarction. Based on the patient's condition, stemi code was upgraded, and patient was transferred to emergency department via emergency medical services (ems). Upon arrival to emergency department, vitals were stable, (B)(4)units of heparin was administered, and condition of the patient was monitored closely. Further patient was shifted to catheterization lab and underwent left heart catheterization which revealed non obstructive coronary artery disease and also troponin elevation was minimal (no stenting required for non-obstructive coronary artery disease). At catheterization lab, hypotension was noted and in response to that 5 mcg of levophed and 500 ml of IV fluid were administered and suspected pericardial effusion for which echo was recommended. In addition, infection was also suspected as the patient had fever with persistent hypotension and wbc of 9.6, in response to which antibiotics was recommended to start. On (B)(6) 2021, echo revealed left ventricle cavity size, wall thickness and wall motion were normal and also there were no regional wall motion abnormalities. Right ventricle cavity size and systolic function were normal. Pericardium (extracardiac) was noted with trivial pericardial effusion.

Manufacturer narrative:
Describe event or problem: corrected

Event description:
Champion-af study it was reported that pericardial effusion and pericarditis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure aspirin (81mg) and apixaban (5mg) were administered. The patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 27.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 2 days post index procedure, the patient presented to the hospital with the complaint of substernal chest pain. Subsequently, electrocardiography revealed an abnormal finding. Later, the patient was shifted to the emergency room for further evaluation. On the same day, the patient was diagnosed with pericarditis. In response to the event, the patient was treated medically with colchicine. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, the patient presented with the compliant of shortness of breath, dizziness and tachycardia. In response to that, lab test was performed which revealed elevated d-dimer and pericardial effusion. At the time of reporting, patient was on aspirin and apixaban. It was further reported that the patient presented on (B)(6) 2021, not as previously reported as on (B)(6) 2021, although (B)(6) 2021 was the onset day of the symptoms. On the same day, the patient was hospitalized for further evaluation. The patient was diagnosed with a small pericardial effusion. In response to the event, pericardiocentesis was attempted however was aborted later to watch the effusion size instead of tapping it. It was noted that pericarditis from the index procedure led to a small pericardial effusion. On (B)(6) 2021, the patient was discharged, and outcome was considered to be unknown. It was further reported that on (B)(6) 2021, transthoracic echocardiogram (tte) revealed left ventricle and systolic function was normal and the estimated ejection fraction was 55-60%. Aortic valve noted with mild thickening and consistent with sclerosis. Pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest part adjacent to right atrium and features are not consistent with tamponade physiology. On the same day, pericardiocentesis was recommended. Subsequently, echocardiography was performed during procedure, which revealed small well-circumscribed pericardial effusion, agitated saline was noted in the pericardial space and there was no evidence of chamber collapse. During pericardiocentesis procedure, the micro puncture catheter was inserted, however unable to pass the wire and place pigtail catheter in the pericardial space. Later, the procedure was decided to abort and planned to watch the effusion instead of tapping it. No immediate complications were noted. On (B)(6) 2021, repeat echo revealed pericardium (extracardiac) was noted with small pericardial effusion identified circumferential to the heart, largest adjacent to the right atrium (13mm measures 9 mm adjacent to the left ventricle) and features are not consistent with tamponade physiology. Left ventricle systolic function was normal, and the estimated ejection fraction was 55-60%. On (B)(6) 2021, the patient was discharged with stable condition and outcome was considered to be resolved with sequelae. It was further reported that on (B)(6) 2021, the pericardial effusion was considered to be resolved with sequelae. It was further reported that on (B)(6) 2022, 123 days post index procedure, the patient presented for protocol required 4-month laa-imaging and tee assessment revealed complete seal with pericardial effusion of 8 mm size and left ventricular ejection fraction of 55%. However, no atrial septal shunt, no thrombus on the atrial facing surface of the watchman flx and no thrombus in the left atrium were noted. On (B)(6) 2022, the pericardial effusion was considered to be resolved. The hospital site confirmed pericarditis from the study procedure led to the small pericardial effusion event.

Manufacturer narrative:
Describe event or problem: corrected. Relevant tests/laboratory data: corrected. Other relevant history: corrected.